Event description:
It was reported that the patient underwent ipg repositioning procedure where the physician made a new pocket due to an unknown reason. The patient was doing well post-operatively. The device remained implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.